Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with an unknown mentor gel breast implant has experienced postoperative capsular contracture (unknown grade) on an unknown side. As a result, the patient underwent explantation and replacement with two 350cc mentor smooth round moderate profile saline breast implants, catalog # 3501655, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2011.